Event description:
During a standard inspection of a customer returned asset, it was found there was no serial digital interface (sdi) output signal and no image due to a faulty printed-circuit board. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The device evaluation also found yellowish dried fluids at the switch button ring. The picture in picture (pip) connector was rusted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Date of event: (B)(6), 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As the abnormality was confirmed and the device was less than four years old, the likely cause of the event of no image was accidental failure due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.